Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, collapsed/dimpled/flat and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. The physician later reported that the device only achieved partial inflation (approximately one third to one half inflated). After five pumps, the inflation bulb did not rebound or refill and remained depressed. Manual manipulation was then required to push fluid back into the bulb. The device was explanted and replaced. There were no patient complications.